Manufacturer narrative:
(B)(4). Correction and device evaluation: life threatening injury. Device evaluation: the pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(4) 2012 with the following findings: review of the pump download history revealed multiple occlusion alarms. The occlusion alarms were preceded by a constant rise in force. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor detected the correct force at lbs. A 29 hour flow accuracy test was performed and passed the accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gave the appropriate visual and audible alarm.

Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging frequent occlusion alarms over the last week. The patient reported that the patient has been obtaining up to 5-6 alarms a day. At the time of the call, the patient's mother claimed the patient has had high blood glucose (bg) readings (some in the 600mg/dl range) for about a week. There was no mention of symptoms. The patient's mother stated she has been successfully correcting the high bgs with correction boluses via the pump. At the time of troubleshooting, the patient's mother denied any issues with site or set. She reportedly changed the infusion set and site multiple times and using infusion sets from different boxes and the occlusion alarms reportedly continued. Customer support noted that the subject pump was troubleshot and found to be delivering insulin as programmed. The patient's mother confirmed the bolus amounts were correct and it was noted that the basal tdd and 24 hour basal settings matched. During the call, the reporter mentioned that the patient's hcp had recently made adjustments to the pump settings. This complaint is being reported because the patient reportedly obtained blood glucose readings greater than 500 mg/dl while on insulin pump therapy. At the time of troubleshooting, animas customer support found that the pump continued to deliver insulin as programmed despite receiving the alleged frequent occlusion alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.